Event description:
It is reported that the pt was revised due to a fracture of the femoral shaft.

Manufacturer narrative:
Evaluation summary: the femoral stem was not returned for evaluation; therefore, the condition of the device is unk. It is not known whether the stem was implanted as a per surgical technique. Surgical notes from the primary surgery and any subsequent surgeries were not provided. No x-rays were returned; therefore, the fit and orientation of the stem in the femur is unk. Pt factors that may affect the performance of the components such as bone quality, activity level, type of activity, rehabilitation protocol - both physiological and pharmaceutical and compliance thereof are unk. Time in vivo was 5 days. Based on the above information and observations, one or a combination of the following events may have caused the femoral shaft to fracture: incorrect stem/rasp relationship; implanted stem incorrect size for pt anatomy; stem was implanted in rotational mal-alignment or excessively varus/valgus; pt factors such as bone quality, activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. However, the exact cause of this situation cannot be determined with certainty at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.